Event description:
On (b)(6) 2026, a Gamma 4 Long nail was implanted for a subtrochanteric fracture. As pseudarthrosis was diagnosed, two distal advance screws were removed and a locking screw was placed in the distal dynamic hole in order to perform a two-stage dynamization procedure. There were no product defects, and the procedure was performed as part of the treatment for pseudarthrosis.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.